Event description:
The customer reported that the pt was transfused with blood without any issue, without any alarm. Then the pt was moved to have a scan. Back in the room, the nurse turned on the h1000. At this moment, she saw blood under the equipment and in the water reservoir of the h1000. She stopped the transfusion. In the reservoir, there was 1.7l of mix (water+blood). At this time, the pt has no infection symptoms. Event occurred in other country.